Event description:
The distributor reported that the product was spilled and the secondary packaging changed its white color to yellow due to the spilled material of the tube. The leak in the lid was observed and it was seen that in the security seal of the exit hole of the paste there was like a bulge. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 4 of 4. E1: complainant city: (B)(6) complainant country: costa rica. H6: imdrf investigation findings : c24 is captured for the issue malfunction observed without conclusive finding based on the available information, this event is deemed to be a reportable malfunction. Duoderm paste ((B)(4)) ster us was manufactured under system application product (sap) code 1000894 and manufacturing lot number 0b02946 on (B)(6) 2020. Lot # 0b02946 was sterilized under reference (B)(4) and released on review of results of sterilization provided by sterilization company steris. All the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 0b02946. This is the second of three complaints for the affected lot registered within database. The other complaints are for paste, grease in primary and secondary packaging and leakage from cap. 5 photographs were received for this issue and have been evaluated in accordance with work instructions. The photographs confirm the expected lot number, product and the complaint issue where a split can be seen in the metal cover of the paste tube opening. The complaint issue shown was associated with previous non-conformances for and complaints for greasy tubes and stained boxes. No additional investigation was required as the complaint issue has occurred previously, and the reason is understood. However, in this case, the images confirm a split in the metal covering of the tube opening, so is slightly different to other complaints of this kind. The tubes used are supplied with the cap on, so the cap and tube condition are the responsibility of the tube supplier. This issue would ordinarily be reported to the supplier of the tubes, but they have gone into administration in early 2023, so any issues identified with the tubes can no longer be investigated or rectified by the supplier. This paste product has also since been discontinued at deeside. No further action is required or possible due to the manufacturing line having been removed from deeside. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.